Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple insulin pump error. The blood glucose at the time of the incident was 182 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Unit alarmed pump error 38 during rewind due to corroded motor assembly. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 43 due to pump error 38. Unit passed self test. The formatted history file confirmed pump error 53 line number 733 and file number (B)(4), problem isolated to corrosion at the electronic assembly.